Event description:
New information received noted that the pacemaker was explanted and replaced to address the event of failure to interrogate. The patient status throughout the procedure is unknown.

Manufacturer narrative:
The reported event of no inductive telemetry was confirmed. The device had no output and normal telemetry. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly consistent with header bonding anomaly may have occurred.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the patient's pacemaker was unable to be interrogate. No programming changes were made. No patient consequences reported.